Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture, capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with two 300cc mentor smooth round moderate plus profile saline breast prostheses, suffered spontaneous left breast implant deflation and bilateral capsular contracture; baker grade ii, post-procedure. The patient self-diagnosed the left breast implant deflation. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2020 with two 300cc mentor smooth round moderate plus profile saline breast prostheses. The bilateral capsular contractures were identified during the explantation surgery. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On august 10, 2020, the mentor failure analysis lab received the device for evaluation. On august 12, 2020, mentor became aware that the patient underwent bilateral replacement with the following devices: (left) 300cc mentor smooth round moderate plus profile saline catalog: 3502300 lot: 9481542 sn: (B)(6) and (right) 300cc mentor smooth round moderate plus profile saline catalog: 3502300 lot: 9481542 sn: (B)(6). On august 27, 2020, the product investigation was completed. Device investigation summary: during the visual evaluation, an anomaly was observed on the posterior view of the device, consistent with a crease/fold. A tear was also observed within the crease / fold, measuring approximately 0.2 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).